Manufacturer narrative:
Analysis found the housing to be worn and damaged and the connector was also damaged. Handpiece is considered unrepairable. The device was scrapped. If information is provided in the future, a supplemental report will be issued.

Event description:
A healthcare provider (hcp) reported that the bur would rattle in the skeeter drill intra operatively. There was no patient impact.